Event description:
During an in-clinic follow-up, the physician discovered the device had previously delivered a shorted output stage detection (sosd) alert, however, the device had been functioning normally since the alert. Abbott technical support was contacted and suspected the sosd alert was false. Reprogramming is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.